Event description:
It was reported that the ventilator generated technical error that indicate ventilation stopped during system start up. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site inspection and confirmed the issue. The fse replaced control printed circuit board and updated the software to 8.00.04. Following these actions, the system was verified to be functioning normally during clinical use. A complete set of device logs was received. Evaluation of the logs shows that during start-up, the system generated technical error and subsequently failed pre-use check (puc). The replaced part was retained by the customer and not returned, preventing further root cause analysis. Our conclusion, based on the log evaluation and fse findings, is that the issue was resolved by replacing the control printed circuit board (pcb).